Event description:
Additional information: fentanyl was added to prialt (B)(6) 2012 at a pump refill. The patient began experiencing burning and a bad taste in her mouth on (B)(6) 2012. The patient felt like her teeth were falling out. The patient discontinued her fentanyl patch and observed her symptoms. The symptoms continued and the patient had a magnetic resonance image (MRI) and computed tomography (CT) scan on (B)(6) 2012. The tests showed a possible brain hemorrhage with an enhancing linear lesion evolving posterior right parietal lobe. There was no thoracic mass. The catheter entered the spine at the t12-l1 level and the tip was positioned at t7. The medication was removed from the pump and saline was refilled. The patient also experienced hallucinations and felt like worms were crawling in her mouth. The patient was hospitalized and referred to a neurosurgeon for second degree vascular malformation. The patient symptoms had resolved and the patient follows up with their healthcare provider (hcp) monthly. It had not been determined if the patient was to try a different medication intrathecally. It was later reported that the patient recovered from the adverse event and hospitalization. The patient had a trial on (B)(6) 2011 and the pump was implanted on (B)(6) 2011. The event resolved on (B)(6) 2012 when the drug was discontinued. The posterior right parietal lobe was considered to be an "old bleed," not active and was not considered a concern. The patient was referred for a psychological evaluation.

Event description:
It was reported that the patient was having severe hallucinations. It was noted that the pump was being emptied and filled with saline, and then the patient was going to be sent for a "full" magnetic resonance imaging (MRI) scan to rule out a granuloma. There was no other information provided. The drugs delivered via pump were prialt and fentanyl. Additional information had been requested, but was not provided at the time of this report.

Manufacturer narrative:
(B)(4) (felt like teeth were falling out, felt like worms were crawling in mouth), (bad taste in mouth).

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID, 8591-38 lot# d10030, implanted: 2011 (B)(6), product type accessory. (B)(4).